Manufacturer narrative:
The product was received and is pending an investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during use. The patient also reported that the pdm was covered in a liquid that was allegedly coming from the battery. The patient reported that the battery was swelling and that the pdm smelt like it was burning. The patient reported that the pdm is losing a battery charge quicker than expected.

Manufacturer narrative:
The battery was observed to be melted, but it was melted while outside of the pdm, for there is no melting nor burn residue on the pdm. No further post market lab investigation evaluation is required.